Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to: does not meet the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. The MDR report ability status updated to: does not meet the definition of a reportable event. Synthes is retracting medwatch report: #8030965-2013-02468.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
It was reported, during a surgical procedure (type unknown) on (B)(6) 2013; the device did not function correctly, as the pin at the end of the cable may be loose. A spare device was used to complete the procedure. No further information was provided. This report is for a cable 4m to console for electric pen drive. (B)(4).